Event description:
As reported by the pt's spouse: the graft was implanted in or about 1998 for an abdominal aortic aneurysm repair which included the renal arteries. Six months after surgery, the pt was hosp for 4 weeks for an infected intestinal fistula (ruptured instestine) which took 6 weeks to heal. The pt subsequently had an intestinal obstruction and an abdominal suture line hernia. The spouse stated that they believes the graft remains implanted. Spouse also stated that the pt had a bad vascular system prior to the implant surgery and was heavy smoker all their life. Note: co has now learned that the exact date of the implant was 1998.